Manufacturer narrative:
Product event summary: the flexcath advance was visually inspected and functionally tested. Upon visual inspection of flexcath advance (B)(4) results showed the shaft was intact with no apparent issues and the reported air ingress could not be reproduced. There were multiple aspirations and injections performed without air bubbles or leaks. The hemostatic valve and valve assembly was leak tight. In conclusion, the reported air ingress issue has not been confirmed through testing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the cryoablation procedure, the hemostatic valve on the sheath was leaking. The sheath was removed and exchanged for a new one. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.